Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-48610 and 1627487-2020-48611. Follow up information obtained identified the patient's scs system was removed as planned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-48610 and 1627487-2020-48611. It reported the patient complained the scs system "device does not function" and requested the system be removed. Surgical intervention may be taken to address the issue.